Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of deflation was reviewed on ago 25, 2020. The patch information is not visible in the photo. Visual analysis of the photographs identified: white particles on the surface shell. Fluids . Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.